Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter was damaged and the roller showed discoloration. The roller and cutter were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device would not cut into the skin. Event occurred during inspection at the hospital's sterilization and disinfection department. No patient involvement. Investigation found the cutters failed the cut test. No adverse event was reported as a result of this malfunction.